Event description:
It was reported the monitor did not alarm and there was a patient death.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the monitor did not alarm and there was a patient death.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. During the device assessment, the engineer searched the alarms and vital signs for the given date, however, another patient had already been assigned to the same bed, therefore the engineer was unable to collect information for the period reported by the customer. The engineer was unable to confirm the reported issue. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. No further investigation or action is warranted at this time.